Event description:
The surgeon reported that during surgery an unplanned anterior vitrectomy was performed due to a posterior capsule tear. The vitrectomy probe was difficult to connect to the system. Additional info received from the facility nurse stated the posterior capsule tear occurred during phaco quadrant removal. The event did not seem to be triggered by any particular action and the system did not display any system messages or pop-ups. Furthermore, there were no pt injuries reported and the facility reported that they do not reuse single-use items.

Manufacturer narrative:
The co service rep examined the system and found the black locking collar of the cpc connector would spin making it difficult to lock and unlock the vitrectomy probe. The cpc connector was replaced and destroyed in the field. The system was then tested and met all production specs. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event.